Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display. Unit had stripped battery cap coin slot (p).

Event description:
It was reported that the insulin pump not show any alarm, however pump not functioning well and cannot be turned on. Customer's blood glucose level was unknown. Customer also stated that the top of the battery slot got detached and it cannot detect the battery so it cannot on. The device will be returned for analysis.